Manufacturer narrative:
The technician found the ratchet rivets were missing form the siderail. He replaced the hardware and added a zero transfer gap stop to repair the stretcher.

Event description:
Information received indicates the siderail flares out to the side and will not lock in the upright position.